Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 42 months, was explanted after displaying the elective replacement indicator (eri). The monitoring voltage was 2.57 v and had a charge time of 18.4 seconds. There was a concern that the battery may have depleted earlier than expected. Beeping tones were also observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that this device met specification for longevity with no battery anomalies identified.